Event description:
It was reported that following an magnetic resonance imaging (MRI) scan, the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. The cause of the bvvi was found to be MRI exposure without enabling the MRI settings. Abbott technical support was contacted and when performing preparing for the firmware download, two duplicate firmware files were created. Using one of the files, the firmware was successfully updated and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.